Event description:
It is reported that during quick step up the stairway, the delta liner broke. Pt was revised and implanted another liner and head.

Manufacturer narrative:
Info was forwarded from the own establishment zimmer in (B)(4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).